Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller was checking the patient¿s ins the day before to try to make an adjustment and saw the power-on-reset (por) message. It was reported that the patient was in and out of the hospital for an un-related reason, and the hospital environment could be related to the issue. The caller was redirected to a healthcare provider. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an appointment scheduled to take care of the por that they are seeing on the programmer. No further patient complications are anticipated or expected as a result of this event.